Event description:
It was reported that during an abdominal procedure the staples were malformed. The site opened another stapler and finished the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/29/2007.